Event description:
It was reported that during a thoracic procedure, the device would not staple but cut. The surgeon used a white cartridge for pulmonary artery during thoracic surgery. The device cut but did not staple. The pulmonary artery was found gaping. Four white cartridges were used and one on four did not work properly. This was the first time the surgeon used the echelon clamp. It was not a manipulation problem by the surgeon. We do not know when the problem happened: on the first cartridge, second or third. The surgeon completed the intervention with at least the fourth charger. The patient lost 1.5 liters of blood in few seconds. The patient was transfused. The blood pressure dropped to two, the patient was at the cardiac arrest limit.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.